Event description:
It was reported that the device had dislodged. The patient experienced diaphragmatic stimulation. The lead pacing configuration was tip to coil and while testing, no capture was seen.